Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model:sc-2317-70; serial: (B)(6); batch:5151647/5173154.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information could be obtained.